Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set fell off event during use on date 26-june-2024. The infusion set was in use for 2 days. Blood glucose level reported during the event was high. Patient take correction via taking multi-daily injection to address high blood glucose. No further information available.